Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image. In addition, evaluation found the ID chip had no data, the bending section cover glue was lifting, switch #1 to #4 did not work, and the insertion tube had dents. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a e216 scope communication error. The error message was displayed when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, d9, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, probable causes for the loss of image and e216 scope communication error include: a) kink/breakage of ccd-cable by physical stress applied to insertion section. B) failure of ccd-unit and/or internal circuit board at the scope connector by device handling below. - system ground wire was not connected. - insertion/removal of the scope connector while power of the system was on. - dirt and/or fluid adhered to the scope connector contacts. However, a final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿important information ¿ please read before use: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was confirmed that the evis exera iii bronchovideoscope did not display an image. This report is being submitted for the e216 scope communication error and the loss of image.